Manufacturer narrative:
Of the 17 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to damage to the battery cap. During investigation for unrelated allegations, there were 72 additional battery cap failures revealed during product investigation.

Event description:
This report summarizes 17 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-55 years of age and between 30 and 190 pounds. Of the reported patients, 11 were male, 6 were female, and 0 were unknown.